Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and the inspection passed. Voltage testing was performed and the test passed. Functional testing was performed and the test passed. A pairing test was performed and the test passed. Data was not available for evaluation. Confirmation of the allegation is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, but confirmation of the issue was undetermined. The probable cause could not be determined via data. No additional event or patient information is available.